Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the second flange of the stent prematurely deployed. As a result, the stent moved out of the desired position and into the patient's duodenum. The stent was retrieved from the patient's duodenum and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event.